Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with a slower heart rate (30s-40s) about a week after implant. The patient was also feeling sluggish and tired. The cardiac resynchronization therapy defibrillator (crt-d) system was checked, and it was noted the right ventricular (rv) impedance remained around 400 ohms. The pacing threshold, however, increased from 0.8 volts to 5.0 volts and the amplitude decreased from 12 mv to 6 mv. A x-ray was performed, which revealed a slight change in rv lead location. It was noted the physician plans on implanting a left ventricular epicardial lead in the future, and during that procedure, they may move the rv lead to a better location. Reportedly, the patient's anatomy made the initial implant of the rv lead challenging. At this time, this rv lead remains in service and there were no adverse patient effects reported.